Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported receiving an e2 (battery depleted) error message on the display of the infusion device. Patient stated, she changed the battery but the infusion device did not turn on. Patient reported, the buttons on the infusion device would not respond because they are completely blocked. Patient stated, she changed the battery with a new one twice, but the issue persisted. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.